Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported pseudosuction during flap creation of the right eye. The eye began to roll during the procedure. The flap was completed successfully and lifted without complication; no harm to the patient. Additional information requested.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Right after the event was reported, preventive maintenance was scheduled and performed. No abnormalities that could have contributed to this event were found. The review shows that the laser was successfully verified prior to and after the date of event/treatment. To avoid pseudosuction, the true suction can be ascertained by observing that the eye moves when the suction ring is gently moved, the pupil is mildly dilated, and the patient cannot see the fixation light. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).